Event description:
Baxter reports pt experienced a broken clamp on minicap transfer set after 3 months of use. The affiliate reports no iodine or disinfectant was used on the set during use and there was no known over torquing of the clamp. Affiliate reports no pt injury or medical intervention as a result of incident.